Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient could not feel the vibrations and that their symptoms have come back suddenly the last 4-5 days. When patient tried to sync at the time of the report, the programmer screen did not light up and they needed new batteries. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient received their replacement antenna cord but could not get to the screen that showed their settings and was still not feeling stimulation. Patient was getting the poor communication screen. Patient unplugged their antenna and plugged it back in, ensuring it was plugged in all the way. Patient connected successfully and increased stimulation and stated they could feel it and their issues were resolved. No further complications were reported.